Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) of 451 mg/dl. Prior going to the ICU, a correction bolus was administered to address the bg level. In the hospital, bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering boluses. System check with technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.